Event description:
It was reported that one patient sustained hyperpigmentation and scarring to the left thigh following ipl treatment with a lumenis one laser. It was further reported that the patient was treated at an urgent care facility and was administered undisclosed medication. The user facility reported the patient had probable sun exposure that was not divulged by the patient prior to treatment.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient treatment records and patient photographs which were provided. An examination of historical subject device service records concluded that the device had been serviced for preventative maintenance within the timeframe advised by the manufacturer. No related device malfunction was observed at that time. Subject device malfunction is not the suspected root cause of the event reported. An evaluation of the reported event details and patient photographs by a lumenis healthcare professional concluded that operator error, incorrect patient skin typing and subsequent incorrect treatment parameters employed in contradiction to subject device IFU and device training, to be the root cause of the event reported. Incident occurred in (B)(6) 2008